Manufacturer narrative:
The medical center in japan discarded all impella pump product at the time of explant. No benchtop analysis to root cause or hemolysis testing is possible. Further clinical details have not been forthcoming, inclusive of how many units of haptoglobin was infused. The failure mode will be monitored and trended. Should a root cause be determined, a report will be forthcoming.

Event description:
The medical center in japan had an impella cp support ongoing when on day 6 there was a diagnosis of hemolysis. The team saw hematuria and proceeded to infuse haptoglobin for treatment. The pump remained on for support despite the presumed hemolysis til wean and explant the following day.